Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.1. Cloud - hardware iphone16.2. Cloud - cgm sensor type g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the patient¿s blood glucose (bg) was greater than 300 mg/dl while wearing the pod between 4 and 24 hours on their arm. When the pod was removed, it was discovered that the cannula was bent and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.